Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported that she no longer had hearing perception with the device. A fall was reported where the patient hit her chin.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The reported fall might have weakened the fixation of the electrode which led to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported that she no longer had hearing perception with the device. A fall was reported where the recipient hit her chin in the summer of 2017. The recipient underwent surgery on (B)(6) 2018 to check the status of the implant. In situ measurements were performed that confirmed again the channels with high impedance. During this surgery the electrode array was unintentionally cut. The recipient was re-implanted.